Manufacturer narrative:
Follow-up #1: date of submission 8/4/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: testing was unable to duplicate ¿absence of cs208/cs214 low bg warnings¿ complaint. Last basal delivery is observed on (B)(6) 2016 at 11:56am. Reported date from (B)(6) 2016 is overwritten in the black box, cgm history show ¿cs208/cs214¿ cgm glucose below limit warnings. Tdd add up correctly and reflect the programmed basal rate target. Review of user setting show cgm low limit alert was enabled and set to 70mg/dl with 0min snooze time. The battery compartment is cracked below the finger pad. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%.. The pump reflected 24u after a 24hr on 1u/hr duration test, no eaw occurred during the investigation; test ¿cs208¿ warning was simulated with 70mg/dl as threshold and 30min as snooze time. Pump gave the appropriate ¿cs208¿ warning the pump gave another ¿cs214¿ bg below 55mg/dl warning when bg dropped below 55mg/dl.. Cgm warnings feature is functioning properly.. The pump failed an rf test due ¿unlock rfkey¿ error, the pump¿s cover was removed, no intermittent condition was found to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced low blood glucose (bg) of 40mg/dl associated with not receiving a low bg cgm alert. The patient reportedly did not require assistance of a third party to treat the low bg and had discontinued insulin pump therapy at the time of the call to animas. The reporter stated that the pump was no longer providing alerts to let the patient know when bg was low or dropping quickly. The reporter noted that the cgm is set to alarm when the patient's bg was less than 70mg/dl. The reporter stated that on the day of the alleged bg excursion, the cgm system did not provide a low bg alert until the patient's bg was at 58mg/dl, and noted that the patient's bg subsequently dropped to a reading of 40mg/dl per the cgm system. The patient reportedly did not confirm bg level with a meter but did self-treat for a low bg based off the cgm reading. The reporter noted that on the day of the alleged incident, the patient had been walking; indicating exercise may have been a contributing factor. The pump was replaced. Patients are advised not to make treatment decisions based solely on cgm readings and are advised to confirm readings using a blood glucose meter prior to treating. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with the cgm system not providing the expected low bg alerts. Troubleshooting indicated that diabetes management factors and use error of the cgm system were contributing factors.